Event description:
It was reported that during surgery the unit had a weak motor and was unable to cut as intended. No harm or surgical delay. Diligence is complete as no additional information was noted.

Manufacturer narrative:
This event is being recorded under cmp-(B)(4). G2: foreign - event occurred in singapore. E1: telephone- (B)(6). The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.